Event description:
It was reported that since they were implanted, it takes a long time to charge the implantable neurostimulator (ins) (they understood it would take 30 minutes). Within the last 3-4 recharge sessions, patient also noticed that the controller depletes before the ins is fully charged. Caller stated tablet (simple bipole, cycling 1 minute on/3 minutes off) shows a recharge interval of 4.5 days but patient reported they are charging every other day. Patient reported ins has also been turning off on its own for about the last 2 months and this happens periodically, even when the ins is charged. Patient stated they can tell when ins is getting low (still has charge and hasn't depleted) because their pain returns. Patient stated they met with mdt rep about 2 months ago for reprogramming, cycling was enabled and everything worked fine for a couple of weeks but then they started experiencing the same issues again. Patient stated that they have the belt so tight in an attempt to keep the recharger in place, that the belt hurts them. Caller provided the following recharge stats from the tablet: 3/29 10-100% 1.5 hours; 4/10 50-90%, 39 minutes; 4/21 10-50% 1.1 hours; 4/27 30-80% 1 hour; 5/4 30-70% 43 minutes; 5/12 10-100% 2.3 hours; 5/16 10-80% 2.2 hours; 5/19 40-80% 1.5 hours; ins was currently charged to 80%. Caller reviewed stimulation usage graph which showed therapy unavailable on 5/1 and 5/6. Caller stated that from 5/7 through 5/11, stim usage was at 0%, from 5/12-5/19 stim usage was 100% and yesterday, 5/20, usage was at 60%. Patient stated they had an MRI around 8 am yesterday, activated MRI mode at that time but deactivated MRI mode and turned stim back on right afterwards. Patient claimed yesterday was an instance in which they checked stim around 7-8 pm and it showed "stimulation off" even though they had turned it back on after the MRI. Patient reiterated, this wasn't the first time that stim hadn't turned off on it's own. Patient services (pss) reviewed recharging stats and stim usage information and patient was adamant they wouldn't have gone 8 days without charging the ins or had it off for several days and that they turned stim back on right after their MRI yesterday. Caller didn't see any damage to recharger and patient mentioned during a recent recharge session, the controller gave a steady red light and froze. The issue was not resolved through troubleshooting. Pss reviewed a replacement recharger would be sent to see if that would help recharging duration. Pss reviewed recharging expectations. Pss reviewed that if ins depletes to therapy unavailable and is then recharged or MRI mode is deactivated, ins needs to manually turned back on to resume therapy. Pss reviewed from stim usage information yesterday, MRI mode may have been deactivated but stimulation may not have been turned back on. Pss walked caller through generating mdt data file so that can be analyzed for ins on/off information.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.